Manufacturer narrative:
Evaluation of the returned velocity delivery microcatheter (velocity) confirmed that the catheter was fractured. The fracture is likely a result of a kink. If the velocity is advanced against resistance during use, damage such as a kink and subsequent fracture may occur. Based on the reported event, the root cause of resistance during the procedure could not be determined. Further evaluation revealed additional fractures, kinks, and ovalization on the catheter shaft. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a penumbra system red 62 reperfusion catheter (red62), a benchmark bmx96 access system (bmx96), and a guidewire. During the procedure, while advancing the red62 over the velocity up and over into the target location, the physician observed that the velocity was fractured at the midshaft under fluoroscopy. The red62 and the velocity were removed together. The velocity was not used for the remainder of the procedure. The procedure was completed using another velocity, the same red62, the same bmx96, and the same guidewire. There was no report of an adverse effect to the patient.